Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and the need for an additional report will be processed under MFR number: (B)(4).

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and the need for an additional report will be processed under MFR number: (B)(4).

Manufacturer narrative:
(B)(4). Concomitant medical products: cat# 00811400110 femoral stem 12 ,lot# 64560587; cat# 63.32.50 low profile cup 32/50, lot# 2881338. Report source: foreign: country: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a hip arthroplasty. Subsequently, the patient had a fall at home causing an acetabular dislocation. During the surgery it was noted that the patient had an infection so no new implants were put in. No additional information.